Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. It was reported that the battery compartment was cracked/damaged. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/25/2017 with the following findings: during investigation, the battery compartment was cracked from the threads to the case seal left of the grip pad. Unrelated to the original complaint, moisture was found in the battery compartment. The pump was opened to find no further moisture. The pump did not power on and was totally unresponsive.